Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during pumping. Additionally, it was reported that a low insulin alert occurred. The user stated that they do not believe the cartridge was low on insulin at the time. Reportedly, the cartridge was filled with 300 units. The user's blood glucose level was up to 300 mg/dl and the bg level was addressed with a bolus via the pump. The user successfully loaded a new cartridge.